Event description:
It was reported that patient underwent initial (B)(4) knee surgery in 2002. Revision procedure was performed on (B)(6) 2012 due to wear. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No further information has been received. Implant date - 2002 (exact date unknown). Evaluation: the returned bearing was evaluated and found the damage evident is particularly severe in the posterior aspect, as visualized via the laser scanning performed on the component. Abrasion and impingement in this region is likely linked to the radiographic observation of an overstuffed bearing. The possible loose debris at the back of the joint is likely to have been the cause for the scratching and pitting evident on the inferior surface. The excessive abrasive wear and evidence of impingement and delamination are both suggestive that articulation occurred almost exclusively on the posterior aspect of the bearing. This is likely due to the bearing being overstuffed between the femoral and tibial components, which in turn could be as a result of the positioning of the tibial tray. However, without clearer radiographs or surgical reports, this cannot be confirmed. Corrective actions have been taken to address the late MDR report.